Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a flexima ureteral catheter was implanted to the patient. Post procedure, the patient was seen by the physiotherapy team, when the patient was re-positioned back to bed from sitting from the edge of the bed, the pigtail on the left psoas area was accidentally pulled and was split into two pieces. The entire stent was removed and a new catheter was inserted. There were no known patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of catheter break. Block h11: block b5 has been updated/corrected.

Event description:
It was reported that a flexima ureteral catheter was used on a patient. Post procedure, the patient was seen by the physiotherapy team, when the patient was re-positioned back to bed from sitting on the edge of the bed, the pigtail on the left psoas area was accidentally pulled and was split into two pieces. The entire device was removed and a new catheter was inserted. There were no known patient complications reported.